Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had motor issues on the insulin pump. Customer also mentioned having multiple no delivery alarms. Insulin did exit the tubing during the manual prime. Customer's blood glucose reading at the time of the incident was 599 mg/dl. Advised customer to monitor the insulin pump.